Manufacturer narrative:
The suspect device was evaluated onsite by an olympus field service engineer (fse). The fse confirmed the reported problem and determined the power switch failed; the switch was replaced to resolve the problem. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the power switch was stuck in a depressed position. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using similar equipment. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty/sticky power switch could not be identified. However, it is likely the cause is related to the design change of the power switch. The design of the power switch was changed to improve its resistance/damage tolerance. The product was produced before the power switch design change measures were made. Olympus will continue to monitor field performance for this device.